Event description:
It was reported by the clinician that the atrial lead impedance was trending low and noise observed on the stored automatic mode switch episodes. The patient was asymptomatic. No additional information was available.